Event description:
It was reported that the device was explanted due to increased groin pain, pain at the lead site, and decreased relief. It was noted that there was positioning difficulty with the lead. The pt had a large weight gain ((B)(6)) approximately one yr post-implantation. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.